Manufacturer narrative:
Complete information for section 9: rcr # 3016438761-10/06/21-003-c further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customers who have installed architect processing modules, notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.

Manufacturer narrative:
Complete information for section h9: correction/removal reporting number = 3016438761-10/06/21-003-c. This supplemental MDR is being sent to include the sw version. Refer to section d10: concomitant medical products for this update.

Manufacturer narrative:
Patient identifier does not contain enough spaces, the entire ID is (B)(6). Service performed troubleshooting and replaced the 100ul trigger pump (rohs) and pre trigger pump (rohs) for resolution and verified the system function with a control. Service history of the architect serial (B)(4) verifies no subsequent issues have been reported since service intervention. The architect system operations manual contains adequate information for troubleshooting the observed issue. The architect i2000sr service and support manual contained adequate information for the troubleshooting the parts. A review of architect i2000sr, 100ul trigger pump (rohs) and pre trigger pump (rohs) data, show no systemic issues or adverse trend associated with the discrepant result issue described in this complaint. The architect i2000sr erratic result rate is within acceptable limits with no adverse trend identified. No product deficiency was identified.

Event description:
The account generated false depressed architect psa of 0.00 ng/ml on sid (B)(6) that repeated 2.8, 2.24 ng/ml when processing on the architect i2000sr. The account uses a normal range of 2.5 to 10 ng/ml. No specific patient information is available. No impact to patient management was reported.